Event description:
The iab was inserted with some difficulty, and then connected to the pump. However, at the onset of pumping, the iab would not unwrap and inflate. An attempt was made to hand inflate, but blood was visible. Therefore, the iab was removed and replaced. There were no additional complications.